Event description:
It was reported that during a laparoscopic paraesophagel hernia repair procedure, the device jammed and then fed malformed staples. A like device was used to complete the procedure. There was no patient consequence.